Event description:
Customer reported communication loss between the panorama central station and ambulatory telepack. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacements of the telepacks. System was tested to factory's specification.